Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 160 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with a detached end cap. Cracks to the reservoir tube, reservoir tube lip, battery tube threads and a scratched lcd window also noted. Drive support disk was inspected and no anomaly was observed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.